Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a power loss alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a power loss alarm and the buttons were unresponsive. Customer confirmed that the insulin pump was not exposed to a changed in altitude and that time is advancing. No troubleshooting for the power loss alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was being replaced and was expected to return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. All buttons functioning properly with ability to navigate menus and deliver multiple boluses. No damage to the keypad assembly and the keypad connector onelectrical board was locked properly during visual inspection.